Manufacturer narrative:
The field service engineer (fse) went onsite. The fse replaced a suction tube, adjusted the sample pipettes, checked bucket volumes, and performed tests and verifications. The customer has not reported further issues since the fse intervention.

Event description:
The initial reporter alleged discrepant results from 4 patient samples for glucose and uric acid from a cobas 8000 c702 module. For sample 1 the initial glucose was 44 mg/dl. The repeat result from another c702 module was 84 mg/dl. Sample 2 had an initial uric acid of < 0.2 mg/dl. The repeat from another c702 module was 5.0 mg/dl. Sample 3 had an initial uric acid of < 0.2 mg/dl. The repeat from another c702 module was 5.9 mg/dl. Sample 4 had an initial uric acid of < 0.2 mg/dl. The repeat from another c702 module was 6.9 mg/dl. It is unknown if erroneous results were reported outside the laboratory.